Manufacturer narrative:
The reported event of ¿blue protective sheath came off¿ is not confirmed. Twenty-six 139104ext were returned unopened in original packaging and original product box. The lot number 202012015 was verified. Evaluations were performed on thirteen devices. A visual inspection found no obvious defects on the device. The blue sheath of the electrodes did not move during attempt to remove. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration and verify that the electrode is fully seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety note: this report is being resubmitted following an unsuccessful submission attempt on 6jul2021 due to a system error.

Event description:
The sales representative reported on behalf of the customer that the device, 139104ext, was being used on (B)(6) 2021 during an unknown procedure and the ¿blue protective sheath of electrode came off in patient during procedure. Sheath was retrieved and no injury¿ the procedure was completed. After further assessment, it was found there was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.